Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation is stress urinary incontinence. Under general anesthesia procedure (s) performed are pubovaginal sling. Postoperative complications that this patient developed following transvaginal placement of surgical mesh are in 2005: underwent pubovaginal sling (pelvicol) placement under general anesthesia. The outcome attributed to device includes pain, infection, urinary problems, and bowel problems. In 2006 the patient experienced a suburethral cyst. The patient underwent mesh revision surgery in 2006, including a cystoscopy, incision and drainage of suburethral abscess and removal of pubovaginal sling under general anesthesia.